Event description:
The latching mechanism of the film supply magazine has a mechanism that guards against the lid of the film magazine falling down unexpectedly on someone's hand during the loading of film. A cap screw in this mechanism was loose and mechanism failed. The result was the lid fell on the technician's hand while she was loading the film. This resulted in a fracture to her hand.